Manufacturer narrative:
Essure health care provider general questionnaire was received on 10-jul-2015: information received from physician states that the patient had essure inserted in 2009. She presented chronic pain since essure placement and requested device removal. Computed tomography of abdomen and pelvis was done and the result was normal (essure in place). On (B)(6) 2015, a laparoscopically assisted vaginal hysterectomy was performed. Patient was hospitalized (outpatient). There were no signs or symptoms of infection and essure coils were in place. There were pathology results (not provided) but no signal of infection or inflammation. Patient's symptoms/pain resolved after surgery. Outcome was described as normal. Physician did not know if the condition was caused by essure or if essure contributed to it. Company causality comment: this spontaneous case report refers to a (B)(6) female patient, who experienced chronic pelvic pain since essure (fallopian tube occlusion insert) placement. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the patient had pelvic pain since device placement which recovered with devices removal by hysterectomy. Therefore, causality with the suspect insert cannot be excluded. Since an intervention was required to remove essure, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 15-apr-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2009 for sterilization. On (B)(6) 2015, physician did a hysterectomy on the patient for complaint of chronic pelvic pain and the patient was blaming it on the essure. The first time the patient came to the doctor was (B)(6) 2014 with complaints of pelvic pain. The hcp cut distal to the inserts; the inserts and the uterus came out together. The patient requested the essure coils to be sent home with her but inserts were sent to pathology. The product technical complaint (ptc) investigation and final assessment were received on 23-apr-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, the patient had pelvic pain 5 years after placement. Essure was then removed via hysterectomy. Since required intervention was mentioned to remove essure, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs